Manufacturer narrative:
Intuitive followed up and obtained additional information. No patient harm, little to no procedure delay. Strictly an instrument issue and was not resolved. The instrument was found to have a loose grip cable at the proximal end. Due to the loose grip cable, the instrument jaws would not close fully, causing the instrument to fail initialization on the system. There was no damage to the conductor wire, and the grip cable was not broken. The root cause is attributed to the component's susceptibility to damage. The instrument was found to fail during initialization. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed the error "self test failed. Remove instrument. Warning: blade may be exposed." The instrument was removed and the self-test was bypassed. The instrument passed the cut test but failed to seal on 2 out of 2 attempts. Review of the logs was unable to verify any instrument-specific homing failures. The logs could not be retrieved during this time. The loose grip cable at the proximal end is causing the blade to appear to be dislodged at the distal end, causing the instrument to fail initialization. The instrument was found to have low torque failures based on in-house testing. The log review was unable to confirm any instrument-specific low-torque failures. Low torque errors are often caused by component failure resulting from usage or a manufacturing error, where the grip clamping pulley has a loose screw. The probable root cause of the loose instrument grip cable is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. The probable root cause of the failure during initialization may be attributed to a loose grip cable at the proximal end. The probable root cause of the low torque errors may be attribute to usage or a manufacturing error, where the grip clamping pulley has a loose screw.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the information associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs show that the instrument lot# k10250425-0370 was installed 3x and passed homing 1x and failed 2x. 4 cut complete and 1 strong grip fail events were noted. E-100 logs show 21 seal events with 1 ¿blank¿ error indicating that the sealing event likely didn¿t go through. Other logs show 1 low torque and 2 homing failed errors at the same time stamp as the strong grip fail and homing failure events in logs above, respectively. The instrument was used for about 9 minutes. It is likely that the instrument had a loose grip cable which is why the low torque error occurred. Will need to inspect the instrument physically to learn more. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument failed to seal and did not complete its seal cycle. The user completed the procedure and no known impact or patient consequence was reported.